Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6)2023. Fsca number is pending.

Event description:
It was reported the patient cannot exit MRI mode. The issue was resolved via trouble shooting. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6)2023. Fsca number is pending.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue. Based on the information received, the ipg is functioning as intended and the cause of the reported issue is consistent with leaving MRI or surgery mode activated after an unrelated procedure. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
H9 - fsca number corrected.